Manufacturer narrative:
(B)(4): it was reported that the patient become symptomatic in (B)(6) 2014, 10 years post insertion. The patient experienced a 2 cm long loop of mesh exposed under the urethra. The physician opined the patient¿s symptoms were a recognised complication of mid-urethral mesh. The patient is reported as currently continent.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/25/2016 (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent sling procedure on (B)(6) 2004. The patient was seen outpatient on (B)(6) 2015 and experienced mesh erosion, pain and discharge. The patient was admitted for excision of mesh and closure of the wound on (B)(6) 2015. Additional information has been requested.